Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the instrument was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: "it looks like there could be excessive krytox lubricant at the distal end of the instrument. The pictures are very zoomed in so it looks excessive for sure."

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, customer reported they were using the vessel sealer during a sigmoid colectomy. At the end of the procedure they noticed something white coming out of the vessel sealer. It looked like it could be some kind of lubricant. They finished the procedure and the instrument was thrown away. The procedure was completed with no reported injury.